Event description:
It was reported that customer experienced difficulty because t button on pump stopped working and was later found to be missing, which prevented normal use of device. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned to be returned for evaluation but could not be tested due to missing button, and distributor arranged replacement pump for customer while awaiting return and assessment of original device.